Event description:
It was reported via merlin.net with stored egms of non-sustained lead noise due to intermittent ventricular oversensing. Patient is not dependent and has not reported symptoms. Reprogramming the device was recommended. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.